Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the left ventricular (lv) lead, the patient presented to the clinic due to diaphragmatic stimulation. During interrogation occasional stimulation was noted but unable to recreate.  The lv lead threshold was re-programmed and, no stimulation reported.  A few days later the patient reported stimulation again, thumping to left rib cage area that was suspected as heart acceleration with activity.  Diagnostics testing and isometric movements with some walking was performed that showed heart rate increased from seventy beats per minute (bpm) to one hundred five bpm and patient felt slightly uncomfortable.  The sensor was programmed to off.  Additional patient activity was performed, and heart rate increased from sixty-eight bpm to ninety-eight bpm and patient reported feeling much more comfortable.  The lv lead remains in use.  No further patient complications have been reported as a result of this event.  The patient is a participant in a clinical study.